Event description:
It was reported that during a da vinci-assisted procedure the customer noted that the bipolar jaws did not line up on the force bipolar instrument. The instrument was reported to be damaged, and it was unknown if a fragment from the instrument fell inside the patient. Follow-up was performed, but there was no other information that could be provided by the customer.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. The force bipolar instrument had a bent grip, causing side to side misalignment of the grips. There was a 0.040¿ offset at the tips. The root cause of bent instrument grips tips is typically attributed to mishandling/misuse. There were no missing pieces from the instrument identified. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. System log review confirmed that force bipolar instrument was last used on (B)(6) 2021 with 9 uses remaining on (B)(4). This complaint is considered a reportable event due to the following conclusion: it was alleged that the instrument was damaged, and the customer did not know if a fragment fell inside the patient during a da vinci assisted procedure. The procedure was completed with no report of patient injury. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.